Manufacturer narrative:
H6: investigation: five unused samples of lot 2009019 were received for investigation, no samples of reported lot 2007130 have been provided. The product was visually inspected, code 2d was verified to be visible and printed without defects. A device history review was performed for the reported lot 2009019 and 2007130 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. All samples were tested as well and found product met required limits, no issues were identified. Based on our investigation and sample evaluation, we are not able to identify any defect with the product therefore a root cause related to our manufacturing process cannot be determined at this time.

Event description:
It was reported that 48 bd plastipak¿ 50ml concentric luer lock syringes experienced a smeared label or package/illegible print permanency. The following information was provided by the initial reporter: we had a problem of illegible labelling. Reference (b0(4) ser bd s/aig h 50ml verrou850l - lot 2007130 - peremption (B)(6) 2025 - 11us reference (B)(4) ser bd s/aig h 50ml verrou850l - lot 2009019 - peremption (B)(6) 2025 - 37us pattern datamatrix illegible scan illegible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2007130. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-07-29. Medical device lot #: 2009019. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-09-07.

Event description:
It was reported that 48 bd plastipak¿ 50ml concentric luer lock syringes experienced a smeared label or package/illegible print permanency. The following information was provided by the initial reporter: we had a problem of illegible labelling. Reference (B)(4) ser bd s/aig h 50ml verrou850l - lot 2007130 - peremption 30/06/2025 - 11us. Reference (B)(4) ser bd s/aig h 50ml verrou850l - lot 2009019 - peremption 31/08/2025 - 37us. Pattern datamatrix illegible scan illegible.